Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication during use. The following was reported by the initial reporter: "a patient reported as follows: upon priming, it is difficult to press the button of the pen and thus drug doesn't come out properly. Four pen needles were returned by the customer; however, which one was affected could not be identified."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: four open 31g x 5mm pen needle samples and four photos were returned from lot. No. 0189469, cat. No. 320129. Visual examination of the returned photos was carried out and no issues were observed. A functionality test and a clog test as per tp700483 was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication during use. The following was reported by the initial reporter: "a patient reported as follows: upon priming, it is difficult to press the button of the pen and thus drug doesn't come out properly. Four pen needles were returned by the customer; however, which one was affected could not be identified."